Event description:
It was reported that during a rectum cancer resection procedure, about half of the staples were not formed. Had to hand suture to finish the procedure. There was no patient consequence.